Manufacturer narrative:
Concomitant product: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported via the manufacturing representative that they felt the implantable neurostimulator (ins) was shocking her heart. The patient was going to see another health care professional (hcp) on (B)(6) 2016. No further information was reported. Indications for use include complex regional pain syndrome type 1 and rsd/causalgia-complex regional pain syndrome. Interventions, diagnostics and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.